Event description:
The pump was returned for investigation. Investigation revealed a language corruption on a pcb component that resulted in call service alarms. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the issue was duplicated on start-up; the pump emitted a call service 069 alarm that could not be cleared with a reboot. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(6).